Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The technical support team arranged to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy.